Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) prior to use. It was presumed to have reached eri due to exposure to cold temperatures while in the box. The battery voltage was still too low to use at normal room temperature. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.